Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Most probable cause is the main board; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that upon servicing, infusystem noted that the pump was defective due to error code 114. No patient injury was reported.